Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported patient faced 2 infusion set leak event on (B)(6) 2024. The infusion set was in use for a day. The glucose level was 238 mg/dl. No further information available.